Event description:
Report received indicated that patient experienced retinal arterial occlusion two days post stent placement. The precise stent placement with percusurge was successful. Two days after the procedure, the left vision of the patient was dropped from 20/28 to 20/200. The physician thinks the patient has had central retinal artery occlusion in the past, therefore, it may have returned at this time. Carotid stenting was performed to the left internal artery. There was heavy calcification, no vessel tortuosity and the rate of stenosis was 99%. There was no thrombus. The patient did not exhibit any adverse event during the procedure. There was no intervention or treatment provided. It is unknown if event was related to the device, however, the patient has a history of mild central retinal artery occlusion in the past. According to the physician, overall the patient's condition is much better than before the procedure.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.